Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 1.3 mmol/l at the time of incident. The customer's blood glucose was 3.8 mmol/l at the time of call. The customer also reported that the lcd display had fluid due to leak from reservoir. The customer performed displacement test and the insulin pump passed. The reservoir will not be returned for analysis.